Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges the line leaked at the junction while flushing the line on the second day of use.